Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot past the 0:00 countdown screen. When the customer attempted to reboot the system, it froze and would not shut down. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was stuck at zero, tried to turn off, stuck at shutting down. Upon troubleshooting, philips field service engineer (fse) visited onsite and found issue with flex vision pc. Fse replaced the flex vision pc. Fse found out the revision was older; software did not load correctly. Upon following up fse again verified the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.